Event description:
The customer reported that the system freezes (locked up). There is no report of injury or death.

Manufacturer narrative:
The customer contracted a third party for repair. No conclusion can be drawn as repair information is not available.